Event description:
Customer alleges discrepant results with meter compared to lab. Patient complained of a nose bleed on (B)(6) 2011. Md held coumadin dose after 10.4 lab result. Tests were done minutes apart on (B)(6) 2011, and venous blood was used for both tests. Nurse believes the (B)(6) 2011 meter reading is correct because patient is currently showing no sign of any bruising/bleeding or any clinical symptoms. Customer has had issues with their "regular" lab and was sending samples to stat lab. Customer is unable to provide therapeutic range, however, patient was stable at around inr=1.36 for awhile and doctor was not adjusting his coumadin dose. Customer states that she feels that the inratio meter results are correct and that the lab results are off.

Manufacturer narrative:
Investigation pending.